Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One abutment was returned for investigation.visual evaluation of the as returned abutment identified fracture at threads.functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was 'unknown bone density'. The reported device had been placed on tooth 17 (fdi). X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review for the lot (2019090244) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019090244) for similar events (complaint category keywords: fracture: screw) and one other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture screw) did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.